Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the primus failed during use. Ventilation was continued with an oxylog device. No injury reported.

Event description:
It was reported that the primus failed during use. Ventilation was continued with an oxylog device. No injury reported.

Manufacturer narrative:
The electronic device log file could not be provided for investigation as it could not be downloaded. During on-site service activity the pcb responsible for the monitor control panel (mobi), the pcb connecting the components to the power supply (neutral point pcb) as well as the data cable (between pcb mobi and backlight) were replaced and were made available for investigation. The boards and the cable were installed in a laboratory device. The performed self-tests and also a long-term test did not reveal any deviations from specification. During the test, the components were mechanically stressed but it was not possible to provoke any kind of failure. Finally, the root cause for the reported symptom could not be determined. Nevertheless, the problem reportedly was solved after replacement of the parts. The error was reportedly made known to the user with the help of appropriate alarms. In any case it is possible to switch off the device by using the independent power switch. Manual ventilation in man/spont-mode and switched off-state remains possible.